Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd ultra-fine insulin syringe the syringe is leaking. The consumer reported ¿when drawing insulin into the syringe, insulin leaks around needle hub. Stated it happened with five syringes.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Correction: it was found that this complaint is a duplicate of complaint pr # 312628 mfg # 1920898-2018-00173. Please see supplemental MDR # 368306 for the device evaluation report.